Manufacturer narrative:
System check results from (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 showed some erratic recoveries of the washed %cv but still within the published specifications. All other portions were within the specifications. Qc had been within the established ranges for the last 30 days. Qc had been shifting high and low, though within the established ranges, since reagent lot 014441 was calibrated with calibrator lot 009726 on (B)(6) 2011. The customer began getting ind/no value results on qc. The customer calibrated using a new calibrator kit at the advice of bci hotline. Qc and previous patients' results recovered as expected. Service was not dispatched for this event. No definitive root cause has been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to higher than expected hybritech prostate specific antigen (hyb psa) results within normal reference range generated by access 2 immunoassay clinical system for 10 patients' samples. The results were reported out of the laboratory, and were questioned by the physician. Subsequent testing produced lower results within the normal reference range. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.